Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing due to low r-wave signal amplitude measurements and resulted in delivery of an inappropriate shock. It was noted the patient was laying on their left side at the time of the episode. The patient was admitted to the hospital for overnight evaluation. No changes were made and the patient was discharged the following day. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing due to low r-wave signal amplitude measurements and resulted in delivery of an inappropriate shock. It was noted the patient was laying on their left side at the time of the episode. The patient was admitted to the hospital for overnight evaluation. No changes were made and the patient was discharged the following day. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.